Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported suture deployment failure was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on information reviewed, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The device mentioned in this case was filed under MFR# 2024168-2015-02611. However, subsequent to the reported information indicates this device was used in a separate patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Correction - the device mentioned in this case was initially included in medwatch report #2024168-2015-02611. However, subsequently information indicates this device was used in a separate patient and filed under 2024168-2015-03078.

Event description:
It was reported that suture placement with a proglide device was attempted in an unspecified vessel using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). Reportedly, the suture failed to deploy. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. Although, the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.